Event description:
It was reported that when the device was on or off, the pt experienced pain at the ins site which occurred when walking or sitting. It was noted that she has a "short" in the device and was to have it replaced. The device was off and the pt was at home. She was re-directed to her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).